Event description:
A malfunction alarm with a malf 16 code was reported, and there was no adverse impact on the customer's blood glucose level. The customer was advised to revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the customer on how to store the pump and return it using a pre-paid label. A replacement pump was arranged since the original pump was still under warranty, and the customer acknowledged and understood the instructions provided.